Event description:
It was reported that during a procedure, the tip of the unit broke off in the pt while inserting the wand. Further, an x-ray located the broken piece implanted in the muscle.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.